Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the rash as itching, red and having bumps and blisters. Reaction was located underneath the sensor adhesive. Affected area was treated with all care wipes, tape underneath the sensor adhesive and flonase that was recommended by a dermatologist on (B)(6) 2016. Patient had seen the dermatologist regarding on-going issues with irritations and was also prescribed hydrocortisone cream to help heal the sites of irritation. No additional event or patient information was provided.